Event description:
Patient implanted with lactosorb panel & screws 4/26/06. Patient developed infection, pseudomas, and was treated with antibiotics, via IV for about 10 days.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion ablut the cause of this event.